Event description:
According to the reporter, during the repair of a ruptured aortic sinus aneurysm and patent foramen ovale on the patient, the stainless steel suture was found to be broken when the chest was closed another device was used to resolve the issue. A review of the x-ray on the second day after the surgery showed that there were multiple overlapping internal fixation shadow on the sternum, and a ring-shaped shadow was not closed which showed that the suture broke.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.